Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. Inspection of the returned device revealed that the link was detached at the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath, after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was deployed and when the plunger was removed two tangled sutures were present. A 7f sheath was inserted. The patient was hospitalized overnight per hospital standard of care. The 7f sheath was removed the next day. Three hours later the puncture site was still oozing. The patient was taken to surgery where a cut down was performed and two stitches were used to close the puncture site. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.